Event description:
Report received of an over-delivery of heparin. The pump was programmed to deliver heparin 25,000u/250ml at 12ml/hr. The pt reportedly received the heparin in 1.5 hours and not the intended 21 hours. The customer reported that the pump was programmed at the "right rate" and the pump display indicated the appropriate volume had delivered for the amount of time the solution had been infusing; however, the solution bag was empty. The doctor was notified and serum lab values were drawn. The lab values were reported to be "higher than the therapeutic range". The pt did not experience any adverse sequelae. The staff was suspicious of pt tampering. The pt had been instructed to stay in bed, but insisted on being up to the bathroom. It was reported that the pt would unplug his IV infusion pmp, the pump would make an audible tone and the nurse would check on the pt. The customer contact speculated that the pt may have altered the IV infusion pump, so to avoid the audible tone. The pump was not isolated at the time of the event and a serial number was not identified. Though requested, there was no further info available.